Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and he rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance on a high-voltage lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.